Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 11/04/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/22/2013 with the following findings: a visual inspection of the pump confirmed that the keypad cover was undamaged. During testing, the up arrow, down arrow, and contrast keypad buttons were unresponsive. The keypad cover was removed, and it was observed that the down arrow button was stuck on the ¿on¿ position. Evidence of internal moisture was found. Unrelated to the complaint, evaluation revealed that the audio bolus button cover and plug were removed from the pump, exposing the internal contact. Evidence of contamination was found on the internal contact. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that all of the pump keypad buttons were intermittently unresponsive. No damage to the keypad cover was reported. No trauma or moisture in the pump was reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.